Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell. No patient was effected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the scale was also inaccurate due to a faulty scale board.

Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned load cell and scale board. No patient was effected and no adverse consequence or clinically relevant delay in treatment was reported.